Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) alleging that his onetouch verio iq meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began during (B)(6), 2-3 weeks prior to contacting lifescan. The patient stated that he obtained a result of "8.5 mmol/l" using the subject meter compared to a result of "5.8 mmol/l" obtained using another device, both readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient manages her diabetes using self-adjusting insulin. The patient was unable/unwilling to confirm if he made any changes to his usual diabetes management regimen in response to the alleged product issue. The patient stated that he developed symptoms of "feeling sick, dizziness, sweatiness and nearly fainted" 15 minutes after the alleged inaccuracy began. The patient associated the symptoms with hypoglycemia. As soon as the symptoms began, the patient self-treated with 4 dexcat tablets and a sandwich, after which he felt better. 15 minutes after the alleged inaccuracy began, the patient tested his blood glucose using another device and the result was "3.8 mmol/l".at the time of troubleshooting, the csr noted that the test strips had not expired or been open for longer than the discard date, the test strip vial was not cracked or broken, the patient did not have control solution to perform a walk-through test, the patient was using the correct testing technique, the patient was using an approved sample site and the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed to have developed the symptom of "sweatiness" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.